Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # t5c14p. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide more event details? Was there difficulty opening the jaws of the device? No. If yes, how was the device removed? If yes, did the jaws eventually open? Or, did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No staples, no cutting. If staples did deploy what was the appearance of the staples? (B-formation, irregular, legs straight)? If yes, please explain. If a different issue occurred, can you please provide details? Also, did the same issue occur with both staplers? Yes.

Event description:
It was reported that the first stapler didn´t release. A second one was opened and also didn´t release. Surgery was finished with a third device. There were no consequences for the patient.